Event description:
It was reported er220 was used during a laparoscopic cholecystectomy. It was reported the device was spitting clips and clips were scissoring. No other info is available at this time. The rep has not been able to reach surgeon. There was no consequence to the pt.